Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported; however, it was noted that the patient has a 6cm aaa and the iliac arteries are normal. It was reported that the patient was not symptomatic and during a follow up visit approximately six years post index procedure a type ib endoleak was identified. The cause for the type ib endoleak was due to disease progression in the right iliac. The physician plans on fixing the leak with an extension; however, no date has been identified. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the patient received an intervention were an endurant limb was added and the type ib endoleak was resolved. No clinical sequelae were reported and the patient is doing fine.